Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, review of data provided by the customer, in-house testing, batch record review, a search for similar complaints, and a review of product labeling. Return material was not available. The review of the customer data indicated that the initial- and repeat reactive rates are within ranges of the specificity performance listed in the prism hcv package insert. A specificity testing protocol was executed in-house using lot 45613li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified, that related to the complaint under investigation, from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the prism hcv reagent, list number 6a52, lot number 45613li00 was identified.

Event description:
The customer observed (B)(6) reactive (B)(6) results while using the prism hcv assay on the prism 6 channel analyzer. The customer indicated that 24 specimens, which had been initial and repeat reactive using the prism hcv assay, were (B)(6) when tested using the western blot method. There was no adverse impact to patient management reported. No additional patient information has been provided.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4), that has a similar product distributed in the us, list number (B)(4). This issue was previously reported under MDR number 3002809144-2015-00040. The incorrect manufacturing location was documented. This report was generated to document abbott (B)(4) as the manufacture location. (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.